Event description:
Situation: retained microcatheter fragment. Background: elderly patient admitted on [redacted date] for elective staged trans-venous coil embolization of a r transverse-sigmoid sinus davf. On [redacted date] patient returned to hvc neuro-interventional radiology for embolization of l occipital, r occipital, and r mma feeders. Intra procedure a torn microcatheter fragment was retained. The fragment was pulled out of the right ica and into the right eca and cca; stable position confirmed at 1hr interval. Patient started on a heparin grip and transferred to neuro ICU. Assessment: the physician made a conscious decision to leave the microcatheter fragment in place as the risk of removal outweighed the risk of retention at the time of the procedure. Neuro exam remains stable, discussion for retrieval underway, potential removal [redacted date] in the hybrid or to retrieve retained torn micro catheter. Patient disclosure occurred. Recommendation: collaborating with hvc procedural and neurology leadership. Sharing this rl for situational awareness. We do not believe this meets dph reporting criteria, no gaps in care identified. We are sharing this event for situational awareness and crosscheck on safety event classification and potential dph reportability. We brought forward the retained microcatheter fragment this morning. This event will be classified as not a safety event and does not meet reporting criteria. The group is however requesting the product information be shard for potential FDA reporting. ([Redacted name]).